Event description:
It was reported by service report that the cot had both the rod and cap side hydraulic hoses leaking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Rod and cap side hydraulic hoses.